Event description:
It was reported that the caller experienced a malfunction on their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.